Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer could not interrogate devices. It was indicated that the stylus was nonfunctional. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not interrogate devices. Power was cycled and the radiofrequency head was changed, but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.